Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted for concern for leukocytosis. During a final equipment check, the band relief on the white power cable was observed to be cracked. The red button on the controller was unable to be pressed to release the driveline. The patient controller was exchanged. Technical service communicated that someone onsite manually released the driveline spring. The controller was successfully opened and manually disengaged the locking mechanism. The driveline was successfully switched to another controller. No further information was reported. Related manufacturer report number: 2916596-2020-02636

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported difficulty releasing the driveline and power cable strain relief damage were confirmed via product testing. The system controller was returned for analysis and a log file was downloaded from the system controller. The submitted log file contained 240 events spanning approximately 39 days (B)(6) 2020 and did not contain any events related to the reported event. The system controller passed all preliminary and functional testing. The system controller was run for an extended period on the mock loop and the controller was able to support pump function for extended operation. Damage to the white power lead bend relief and difficulty disengaging the driveline cable was observed, however these did not affect the controller¿s ability to operate a system. Upon further analysis of the driveline disengagement switch, it was observed that an unidentified black fluid solidified inside the system controller, impeding the function of the button. The root cause of the reported difficulty releasing the driveline was determined to be buildup of an unknown fluid. The root cause of the reported power cable strain relief damage was not conclusively determined in this analysis. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate ii instructions for use section 3 entitled ¿powering the system¿ and heartmate ii patient handbook section 3 entitled ¿powering the system¿ instructs the user not to bend, twist, or kink the power leads of the system controller and addresses how long the 14v batteries provide power to the system controller. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.